Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. From (B)(6) 2015 through (B)(6) 2016 r wave measured between 5-9 mv. No episodes collected in the save to disk.

Event description:
It was reported that after an ablation procedure there was a drop in bipolar sensing on the right ventricular (rv) lead. It was noted that ablation catheters did not enter the right ventricle. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.